Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: cornua') and pelvic pain ('chronic pain') in a 28-year-old female patient who had essure (batch no. C02098-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general. Abnormal. Bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced nausea ("nausea"), neuropathy peripheral ("neuropathy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. In 2018, the patient experienced urinary tract infection ("uti") and urinary retention ("bladder or urinary problems or changes retention"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), arthritis ("chronic joint inflammation"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), post-traumatic stress disorder ("ptsd"), urticaria ("hives"), eye disorder ("vision/eye problems"), weight fluctuation ("weight gain / loss"), arthralgia ("severe chronic joint pain") and dizziness ("dizziness"). The patient was treated with cefalexin (keflex), ondansetron (zofran), pregabalin, topiramate (topamax), trazodone and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, allergy to metals, arthritis, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection, post-traumatic stress disorder, urticaria, migraine, neuropathy peripheral, dyspareunia, eye disorder, fatigue, weight fluctuation, alopecia, arthralgia and dizziness outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, arthralgia, arthritis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, autoimmune, bladder/urinary prob. Discrepancy in essure insertion date as (B)(6)2014. Most recent follow-up information incorporated above includes: on 14-jan-2020: update of information (batch is invalid)product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: cornua') and pelvic pain ('chronic pain') in a 28-year-old female patient who had essure (batch no. C02098-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In 2014, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general. Abnormal. Bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced nausea ("nausea"), neuropathy peripheral ("neuropathy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. In 2018, the patient experienced urinary tract infection ("uti") and urinary retention ("bladder or urinary problems or changes retention"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), arthritis ("chronic joint inflammation"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), post-traumatic stress disorder ("ptsd"), urticaria ("hives"), eye disorder ("vision/eye problems"), weight fluctuation ("weight gain / loss"), arthralgia ("severe chronic joint pain") and dizziness ("dizziness"). The patient was treated with cefalexin (keflex), ondansetron (zofran), pregabalin, topiramate (topamax), trazodone and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, allergy to metals, arthritis, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection, post-traumatic stress disorder, urticaria, migraine, neuropathy peripheral, dyspareunia, eye disorder, fatigue, weight fluctuation, alopecia, arthralgia and dizziness outcome was unknown and the pelvic pain, dysmenorrhoea, heavy menstrual bleeding and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, arthralgia, arthritis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, autoimmune, bladder/urinary prob. Discrepancy in essure insertion date as (B)(6) 2014. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Hold for cr 10/6

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: cornua') and pelvic pain ('chronic pain') in a 28-year-old female patient who had essure (batch no. C02098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general. Abnormal. Bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced nausea ("nausea"), neuropathy peripheral ("neuropathy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. In 2018, the patient experienced urinary tract infection ("uti") and urinary retention ("bladder or urinary problems or changes retention"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel"), arthritis ("chronic joint inflammation"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), post-traumatic stress disorder ("ptsd"), urticaria ("hives"), eye disorder ("vision/eye problems"), weight fluctuation ("weight gain / loss"), arthralgia ("severe chronic joint pain") and dizziness ("dizziness"). The patient was treated with cefalexin (keflex), ondansetron (zofran), pregabalin, topiramate (topamax), trazodone and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, allergy to metals, arthritis, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection, post-traumatic stress disorder, urticaria, migraine, neuropathy peripheral, dyspareunia, eye disorder, fatigue, weight fluctuation, alopecia, arthralgia and dizziness outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, arthralgia, arthritis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, post-traumatic stress disorder, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, autoimmune, bladder/urinary prob. Discrepancy in essure insertion date as (B)(6) 2014. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs and mr received: lot number added. Events: abnormal bleeding (vaginal, menorrhagia), uti, ptsd, hives, migraines / headaches, migration of essure device, nausea, neuropathy, device breakage, dyspareunia, fatigue, weight gain / loss, hair loss, vision/eye problems, chronic joint pain, dizziness, retention were added. Event onset date, reporters, patient demographics, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy: nickel"), arthritis ("chronic joint inflammation"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and genital haemorrhage had resolved and the allergy to metals, arthritis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered allergy to metals, arthritis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, autoimmune, bladder/urinary prob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury " replaced with "pelvic pain", events- "dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general. Abnormal. Bleeding, nickel allergy, chronic joint inflammation vaginal infect., vaginal discharge, patient did not undergo essure confirmation test", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.